Event description:
Customer reported receiving a no delivery alarm on the insulin pump and stated that their blood glucose readings have increased to 527 mg/dl. It was noted that the alarm was resolved by an infusion set change. It was also noted that the customer had a bent cannula. Customer's blood glucose reading at the time of the call was 545 mg/dl and has treated with a manual syringe. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.